Manufacturer narrative:
(B)(4). It was reported that the pumps would not be returned for evaluation. The report of a clot inside of the pump could not be confirmed. Additionally, a direct correlation between the patient¿s pumps and the patient¿s condition and resulting outcome could not be determined; however, the instructions for use lists device thrombosis, hemolysis, peripheral thromboembolic events, bleeding, pocket infection, stroke, and neurologic dysfunction, as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the devices met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received from the hospital stating: the reported concern for underlying infection was due to the patient¿s blood pressure changes. Additional information was received from the intermacs registry stating: nonocclusive thrombus within the outflow limb and questionable filling defects of the inflow via cta. (B)(4).

Manufacturer narrative:
The user facility report was received from the (B)(4) registry. The report indicated the serial number for the second pump ((B)(4)); however, this event was reported on the first pump, serial number (B)(4). No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: a user facility report was received from the (B)(4) registry. The report stated, "3 holes identified in the outflow graft during reoperation. Attributed to erosion/tear."

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was seen in the clinic on (B)(6) 2014 and his lactate dehydrogenase (ldh) was 387 and on admission it increased to 2401. The pt was noted to have ble edema and adjustments were made to his diuretic regimen. They followed up with him on (B)(6) 2014 and he had a 50 percent improvement and more adjustments were made to his medication regimen. On (B)(6) 2014, the pt called the hospital with worsening edema. On (B)(6) 2014, an echo was performed and "looked okay" and they continued to make medical adjustments. He continued to have some improvement until on (B)(6) 2014, he presented to the ER with tia symptoms. The pt's pump was exchanged on (B)(6) 2014. The surgeon noted a small clot on the inside of the pump. It was reported that the pt's inr goal was always 2.5-3.5 and was always on a full dose aspirin. The vad coordinator reported that the pt never had increased ldh or other signs of hemolysis. His inr had been therapeutic for over a year.

Manufacturer narrative:
There were no reports received of any issues with the functioning of the second pump. Information regarding the disposition of the pump was requested, but the disposition is unknown at this time. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. (B)(4).

Event description:
Additional information was received from the vad coordinator that prior to the pump exchange that occurred on (B)(6) 2014, the patient had presented with pulmonary thrombosis. Post-implant, on (B)(6) 2014, the patient presented with unspecified status changes prompting evaluation as he was becoming "clinically sick." It was thought that the patient may be bleeding from his pocket wound; however, the patient was taken back to the or for exploration, and reportedly nothing specific was found. Unspecified cultures had been taken post pump exchange and were negative; however, there was still concern for an underlying infection. Multiple antibiotic regimens were administered. On the weekend of (B)(6) 2014, the patient¿s blood pressure dropped, requiring pressors to be restarted. On the morning of (B)(6) 2014, the patient was on maximum amounts of pressors. It was noted during evaluation that neurologically he was not responding. There was concern that he may have had some type of an embolic event since his temperatures were extremely high. A neurological evaluation was to be performed; however, the patient's blood pressure could not be maintained. The family decided to withdraw care. The patient expired on (B)(6) 2014, reportedly due to a neurological event.